Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: patient was morbidly obese (bmi of (B)(6), but otherwise healthy. Had a h/o perforated sigmoid diverticulitis requiring percutaneous drainage and eventually developed a colocutaneous fistula. The patient had not undergone any chemotherapy or radiation therapy. The patient underwent a laparoscopic sigmoid procedure for these conditions. The device was being applied to the colon. Following the firing, when the staple was removed, one of the donuts was missing. Following a leak test, they found there was a leak. The anvil could be tilted after firing. The anvil was not bent. The surgical time was extended by one hour due to the product problem. In order to resolve the issue and complete the case, created an additional anastomosis using a new device. There was about 3-4cm of additional colon/rectum lost/resected as a result of the misfire (and an additional 2cm for the rings of the new anastomosis). No additional tissue was damaged. The patient is currently fine. There were no issues post operatively and the patient has gone home.